Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot up and stalling at 00.00. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A field service engineer subsequently visited the site and confirmed the issue. After reviewing the log, it is found that frame grabber card error. Upon troubleshooting, the system was powered down for five minutes and restarted, but the issue persisted. The engineer attempted a software reload on the flex vision pc, which failed. To resolve the problem, the flex vision pc was replaced, and the software reload initially failed due to a hard drive issue, after replacing the hard drive, to reload was successful. The part was sent for further analysis, and the unit wouldn't power on due to a faulty power supply. After flex vision pc & hard disk drive was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.